Manufacturer narrative:
(B)(4). B3 date of event - correction b5: describe event or problem ¿ correction h2 type of follow up - correction

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that there was an unknown error "could not find sensor". Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. However, signal loss over one hour was seen in the investigation window. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).